Manufacturer narrative:
(B)(4). Date of report: (B)(4) 2012. Device info: avaulta anterior biosynthetis support system. Device MFR: sofradim production, (B)(4). (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-00192.